Manufacturer narrative:
(B)(4). Investigation, eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer complained about the needle guard on the trima disposable set. The customer stated that the butterfly wings are not always aligned with the sleeves on the protector, therefore, they sometimes have to reposition them, which creates a hazard. Two nurses have stuck themselves doing so. Caridianbct is awaiting further info from the customer.